Event description:
Complainant alleged that during functional testing, the device prompted a "plug in cable" message and the electrodes would not seat completely into the electrode connector. Complainant indicated that there was no pt involvement in the reported malfunction.